Manufacturer narrative:
System controller, serial number (B)(4), was functionally evaluated while connected to the equipment in the lab and the system controller was determined to be operating as intended. System controller, serial number (B)(4), was functionally evaluated while connected to the equipment in the lab and the system controller was determined to be operating as intended. The third system controller remained in use and was not returned for evaluation. A review of device history records for these devices showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced alarms and was admitted to the hospital. A percutaneous lead replacement was completed and the pt was not had any alarms since the repair.

Manufacturer narrative:
A portion of the percutaneous lead was returned for investigation. The report of driveline fault alarms was confirmed based on the eval of the replaced section of the percutaneous lead. A section of the percutaneous lead approx 10 inches was returned for eval. Examination of the lead found breakdown of the braided shield adjacent to the metal connector, the terminus of the connector bend relief and approx 6 inches from the connector. Electrical continuities or shorts. Visual inspection of the wires found a breach in black wire insulation at the metal connector and the majority of the inner conductors had fractured. The brown wire appeared kinked adjacent to the black wire breach but the insulation was intact. The remainder of the lead appeared unremarkable. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the black wire and the intact brown wire, the fractured conductors of the black wire would have resulted in the reported driveline fault alarms. The observed wire damage appeared to be the result of repetitive flexing. The system controllers involved were returned and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.